Event description:
Deteriorating health including but not limited to numbness in hands / fingers, difficulty swallowing, joint stiffness, joint inflammation, insomnia, panic attacks, neck and back pain, headaches, sensitivity to light, heat intolerance, dry eyes, hearing loss, memory issues, sudden food intolerances and allergies, autoimmune, breast pain and breast implant is leaking, has ruptured. FDA safety report ID# (B)(4).